Event description:
Pt was revised due to spacer disassociated from humeral stem. Surgeon felt that the components disassociated due to the pt had no muscle tone to hold the implants in place and had a seizure which caused the disassociation.